Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the iipdtl driver did not release from the implant. Doctor did complete the procedure with another driver.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A certain® driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip was in good condition, as is the o-ring. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. Complaint indicated driver did not release from implant used in a surgery. Functional testing revealed that the devices assembled and disengaged with mating implants as normal. The complaint is unconfirmed. A root cause for this complaint could not be determined. The following sections were updated: date of this report, manufacturer, contact office - name/address, office contact - manufacturing site, date received by manufacturer, type of report: follow-up number, follow up type, device evaluated by manufacturer: change no to yes, evaluation codes, additional narrative.

Event description:
No further event information available at the time of this report.